Manufacturer narrative:
Device pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unable to confirm unexpected battery power loss due to device received with blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went swimming on pool and insulin pump stopped working with water on the screen. It was also reported that the customer did hear fluid when shaking the pump and saw fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.